Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance. No adverse patient effects were reported and the ICD and right ventricular lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).